Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the impedance measurements were not available because the ins was at end of service (eos).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the physician suspected the ins battery depleted faster than normal. The device settings were: 6.2v, 450 microsec, 60hz, 2 poles +, 1 pole -, stimulation active 24hrs/day. It was unknown if there were any external contributing factors. No diagnostics/ troubleshooting was performed. The ins was replaced, and the patient was receiving effective therapy. The issue was resolved. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for ins nkl122188s revealed no significant anomaly. The ins battery was at normal end of life. Telemetry and output was okay. (B)(4) has been removed. If information is provided in the future, a supplemental report will be issued.